Manufacturer narrative:
Product event summary - the lead was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the impedance trend on the rv pacing lead was rising, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was the unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the right ventricular channel. The oversensing caused inappropriate detection of ventricular fibrillation (vf) and shocks were delivered. The lead explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.